Event description:
Staff heard a loud "pop" during use, describing it like the "pop you hear when you cook bacon". After that the device stopped working. The cord was replaced with another one, and the case resumed without any further incidents. Surgeon inspected the bladder thoroughly, and no injury was noted.